Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that , during a cardiac code, the device showed an unable to analyze ECG message. Additional details have been requested. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.